Manufacturer narrative:
Please void all reports for medwatch: 3010536692-2019-00312. This event was discovered to be a duplicate event that has been captured under medwatch nos.: 3010536692-2019-00143 and 3010536692-2019-00144. All valid reports will be captured under these medwatch references. This occurred as a result of user error and was not discovered until 21dec2020. This report should be voided.

Event description:
Allegedly the patient was revised due to unknown mom complications. (Left). The first revision was captured under (B)(4).